Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, line "b" of the device was programmed in the piggyback mode, to deliver an unspecified antibiotic, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported the nurse noted there was still an unspecified amount of medication remaining in the antibiotic container, instead of the expected empty container. At that time, the device was reprogrammed and the remaining medication was delivered using the same device. After an unspecified length of time, the device was removed from clinical service. After an unspecified length of time, therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.